Event description:
It was reported that the patient experienced some tenderness and pain around the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The patient was unsure whether the pain was due to the way she slept or whether she had knocked it. The patient was advised to use lidocaine transdermal patches for one month. The patient is expected to fully recover.